Event description:
It was reported that there was a missing decimal point. No pt involvement.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing, it was found that the top middle red led decimal does not illuminate. The system board was swapped out and the unit functioned as designed. A svs history record review reveals that this unit was in the field over one (1) year with no previous reported issues prior to this reported event.